Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "having symptoms of bii for a few years". "Had a mammogram and it was proven the implant is ruptured" and "recalled". The event of "having symptoms of bii for a few years", has been deemed not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, g2, h.10.

Event description:
Patient reported via sus voluntary event report "breast pain and sensitivity, energy level way down, lack of sleep, major hair loss, bloated, psoriatic arthritis, memory issues, foggy brain, can't focus, dry eyes, light sensitivity, libido way down, rashes once in a while, can't sleep on my stomach anymore, breast is sore and burning sensation, ruptured device, had capsulectomy, daily minimum tasks are becoming more and more difficult, have extreme fatigue, and back pain on top of it all". The events of ¿back pain on top of it all,¿ ¿psoriatic arthritis,¿ ¿dry eyes,¿ "have extreme fatigue,¿ ¿energy level way down, lack of sleep major hair loss, bloated, memory issues, foggy brain, light sensitivity, libido way down, can't sleep on my stomach anymore¿ have been deemed not related to the device. Device remains implanted.